Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. No damage was found on the connector lcd isolation tape noted. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported receiving a delivery failure message on their insulin pump. The customer also reported when they held their insulin pump vertically, the insulin pump would power off. Customer's blood glucose was 121 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was also recover their blank display at the end of troubleshooting. The customer did not feel safe with their insulin pump and requested a replacement insulin pump. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.